Manufacturer narrative:
Functional testing was performed and the unit operated properly. The evaluation did not identify any failure of the product to meet its material, assembly or performance specifications. Unable to determine the cause of the event.

Event description:
It was reported to boston scientific that approximately one minute into ablation during a therapeutic hydrothermal ablation (hta) procedure a10cc fluid loss alarm occurred and approx 28cc of fluid was lost. The physician removed sheath and noted water all over cervix. The patient's vagina was flushed with cold water. The physician noted a burn on patient's right lateral vaginal wall. Cream was applied to the burn and physician repeated procedure and received a similar fluid-loss alarm with a fluid loss of approximately 11-12cc's. The procedure was aborted.